Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a high blood sugar reading of 475. Patient's physician instructed patient to proceed to hospital. Patient was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka). Device was discarded and is not available for technical review.

Event description:
Type 2 diabetic on vgo since (B)(6) 2017, currently on vgo 40, reported to valeritas customer care that "he had experienced a high blood sugar reading of 475 at 3am in the morning on (B)(6) 2017. The patient mentioned he went to see his doctor and was advised and directed to proceed and go to the hospital. The patient stated that he was hospitalized from (B)(6) 2017." Ae assessor spoke with the pt. For further investigation of this report. Pt. States that he has had 3 vgo devices from the same box which did not make a clicking sound when he was pressing bolus buttons. With two of the vgo devices the pt. Noticed his bg was a bit elevated, but not as elevated as with the third vgo. Pt. Reports his bg with the third vgo was 475, he was vomiting, weak and had stomach pain. Pt. States he was admitted to the hospital with a diagnosis of dka, treated with insulin and then discharged home after 3 days. Pt. Disposed of the vgo in this report and are unavailable for technical review.

Manufacturer narrative:
Date of report: date corrected. UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current finished goods lot UDI# was provided and the other UDI is listed here: (B)(4). Initial reporter corrected. Health professional : no checked. Occupation: non healthcare professional. Type of report: follow up #1. If follow up, what type?: correction checked.